Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the inner diaphragm of the 511sd tore, losing pneumo. The procedure was completed with an add'l trocar. There was no consequence to the pt.